Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient alleges that the device will not turn on/device not functioning. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient alleges that the device will not turn on/device not functioning. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. Box h has been updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient alleges that the device will not turn on/device not functioning. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there w no visible foam degradation and unit got corrected. Box h: conclusion code grid has been updated.